Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported epistaxis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient had persistent epistaxis starting on (B)(6)2019. The patient went to a local emergency department and nasal packing was performed. Hemoglobin was 7.8. Warfarin and aspirin were held, and the patient received 2 units of packed red blood cells in the local emergency department. The event reportedly resolved on (B)(6)2019. The patient remains ongoing on the heartmate 3 lvas and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent epistaxis over the weekend and went to the local emergency room. Nasal packaging was performed. Warfarin was held as well as aspirin and hemoglobin was 7.8 g/dl. The patient was transfused with 2 units of packed red blood cells (prbcs). Bleeding resolved on (B)(6) 2019. No further information was provided.